Event description:
During servicing, the technician performed operational check and discovered that the power on the unit would not turn on. There was no patient involvement.

Manufacturer narrative:
Device evaluation: power management (pm) board was returned to the ventilator's manufacturing facility for evaluation. Pm board was installed in the failure investigation test ventilator in an attempt to duplicate the reported problem.resolution and disposition: the power management (pm) board was tested and no failures were identified.